Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient reported their blood glucose (bg) level reached 15 mmol/l (270 mg/dl), while wearing the pod between 4 and 24 hours on the abdomen. They reported the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended. However, they also reported when the pod was removed the cannula was visible and looked normal. As treatment, a new pod was successfully applied. The pod was discarded.